Event description:
The service report shows the customer reported, that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
Puritan - bennett was not authorized to repair the unit. The customer reported to have replaced the bd cpu. The puritan-bennett customer support engineer (cse) conducted final testing.